Event description:
Patient suffered from diaphragmatic stimulation and lead pulled back in the cs branch. Lead was repositioned and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.